Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported that his cgm displayed 180 mg/dl prior to losing consciousness at work. His bg per coworkers was 20 mg/dl, glucagon 1 unit was administered, and emergency medical services (ems) was called. By the time ems arrived, the patient was awake and alert with a bg of 80 mg/dl. The patient was not transported to the hospital. At the time of contact, the patient was doing well. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.